Manufacturer narrative:
One device was received for evaluation in used condition. Visual and functional testing was performed, and priming was unsuccessful. The occlusion area was severed at the tubing-needle junction point. A solvent membrane was observed within the needle lumen. The reported issue was confirmed. The probable cause is due to errant solvent applied at the tubing-needle bond. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that "it was impossible to purge the needle." The nurses changed the needle with one of the same lot number. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.